Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulty to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, mildly tortuous and stenosed artery causing the reported difficulty to advance. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. After lesion pre-dilatation, a xience sierra stent was advanced with resistance to the lesion and during stent deployment, the balloon ruptured at 12 atmospheres. The stent delivery system was removed from the anatomy without issue and a proximal dissection was observed. Another xience stent was implanted as treatment. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.